Event description:
Original pacer insertion in 10/96. Pt had a ventricular lead replacement on 9/14/98. Dictated report stated that "the ventricular lead was documented to be malfunctioning previously, and there was a visible break in the insulation in the distal portion."